Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The device longevity was checked through the remote monitoring network and an accurate longevity estimate was received. The programmer remains in use and the software is scheduled to be updated. No patient complications have been reported as a result of this event.